Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had displayable history check failed on startup alarm. The customer blood glucose level was 266 mg/dl. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer not able to complete rewind. The device will be returned for analysis.